Event description:
Note: date of event is unk. It was reported to boston scientific corporation on july 28, 2008, that the autotome rx sphincterotome device handle broke during the produce. No further info regarding the pt or the event has been ascertainable.

Manufacturer narrative:
Note: the event, as reported by the complainant, did not indicate that an MDR-reportable malfunction had occurred. However, a reportable malfunction was realized as a result of the returned device evaluation. Visual examination of the returned device revealed that the device handle was completely intact and functioned as intended by design. However, the examination noted a slight bend in the cutting wire and a cracked/split catheter tip. Although the cause of the broken catheter tip is undeterminable, it is likely attributable to procedural use (i.e. Operational context). The device history record for the pertinent lot was reviewed; no anomalies were noted. The july 2008 15- month autotome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.